Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotic therapy (dose, frequency, and route were not reported). On an unreported date, the patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.